Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. No vibration anomaly noted. No moisture damage on electronics and motor noted. Device was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's grandmother reported via phone call that the insulin pump alarmed button error. The customer was at a dance when the alarm occurred. Blood glucose value is unknown; most recent reading was 364 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.